Manufacturer narrative:
Follow-up #1 date of submission 07/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings:review of the pump¿s black box found evidence of a related alarm. The alarm was duplicated during investigation and further testing was unable to be performed due to the persistent alarm. Software was reloaded into the pump which resolved the alarm issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm ((B)(6)) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.